Event description:
A report was received that when the patient was in post-operation following a permanent implant procedure, she started experiencing belly pain. The patient was kept in the hospital and tests were performed. There were no complications during the procedure. No treatment was provided for the pain and the physician stated that the patient is asymptomatic and it is not device related.